Manufacturer narrative:
(B)(4). Date sent: 09/21/2020. D4: batch # u5c13n. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a device from top view on the hands of user. The second photo shows a device from guide face area and the knife and drivers were noted exposed. However, due to that the washer was not observed the reported event cannot be determined. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. Only the casing half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic rectal surgery, when severing rectal tissue on the 1st firing, after fired, noted all the staples malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.